Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that following implant, low impedance was noted on the atrial lead. The pocket was reopened and the lead appeared slightly crushed. The lead was explanted and replaced.